Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, approximately an inch before completion of thumb advancer deployment and exchange sheath splitting, tightness was felt. However, thumb advancer deployment, exchange sheath splitting, and clip deployment were completed. Difficulty was encountered removing the device. The thumb advancer was unlocked/retracted and the safety release was used to retract the locator wings releasing the device from the patient anatomy. However, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported thumb advancer/exchange sheath tightness encountered during deployment and difficulty removing the device was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.